Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0111-eo - g. Precautions - 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
Additional information received on 9/4/2025: the case was completed using another ar-1555bc biocomposite-tenodesis screw. The case was not delayed, and additional anesthesia was not needed. The patient did not suffer any adverse event on or after the surgery.

Event description:
On 08/21/2025, an arthrex subsidiary employee reported via email that an ar-1555bc biocomposite-tenodesis screw 5.5 x 15 mm broke easily at the moment it was introduced into the joint. The case was completed, and the broken piece was retrieved from the patient. This was discovered during a shoulder arthroscopy procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 08/27/2025.